Event description:
Device issue: dislodged stent. Adverse event: required medical intervention. Time of device issue and adverse event: during the procedure. It was reported that the eccentric, de novo lesion was located in the proximal left anterior descending (lad) artery through the 1st diagonal branch, which was moderately tortuous, heavily calcified, and 90% stenosed. The xience v stent system was advanced, but it did not cross the calcified lesion at the proximal lad and the stent dislodged. A goose neck snare was used to retrieve the dislodged stent; however, the stent became damaged and could not be removed through the sheath; therefore, the physician cut the sheath outside of the anatomy, re-inserted the sheath, causing low-grade damage to the radial artery. The sheath, guiding catheter, snare device, and dislodged stent implant were successfully removed as a single unit. Manual compression was applied and no further treatment was required for the radial damage. Femoral access was obtained and a non-abbott stent and two xience v stents were successfully implanted. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.